Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented in the hospital. Upon interrogation, it was observed the patient's right atrial was sensing noise. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition. Further information was requested but not provided.